Manufacturer narrative:
D4 - the UDI number is not known as the part and lot numbers were not provided. B2 - date of death was estimated as (B)(6) 2023 as the date of death was unknown. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
User facility medwatch report #mw5116376 received that states "multiple patients have suffered otherwise unexplained pericardial effusions days to weeks after implant of amulet device. At least 5 patients that I know of at our facility, all requiring pericardial drains and one related death. I am an implanting physician. Reference reports: mw5116372, mw5116373, mw5116374, mw5116375." It was reported that on an unknown date, an unknown amplatzer amulet was implanted in a patient. It was later reported on an unknown date the patient developed pericardial effusion and pericardiocentesis was performed. It was also reported on an unknown date, the patient passed away.

Manufacturer narrative:
Attachment medwatch report #mw5116376. An event of pericardial effusion and patient death was reported. Information from field indicated that pericardiocentesis was performed. A more comprehensive assessment could not be performed as no other information was provided. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
User facility medwatch report #mw5116376 received that states "multiple patients have suffered otherwise unexplained pericardial effusions days to weeks after implant of amulet device. At least 5 patients that I know of at our facility all requiring pericardial drains and one related death. I am an implanting physician." It was reported that on an unknown date, an unknown amplatzer amulet was implanted in a patient. It was later reported on an unknown date the patient developed pericardial effusion and pericardiocentesis was performed. It was also reported on an unknown date, the patient passed away.